Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that when the doctor was preparing for the procedure, the mpm1 would not start. The hospital had to borrow a unit from another hospital about five mins away. Delay time was not known. Add'l clinical info has been requested.